Manufacturer narrative:
H8: usage of device corrected from initial use to reuse. Device evaluation by manufacturer: visual-ice vl0345 was returned to boston scientific for analysis. The returned system was analyzed. Checked the preventative maintenance (pm) status, the next pm was due in less than 6 months. The system was near the end of its pm cycle. Reviewed the log files, there were no errors related to this complaint. Performed the system functional test, all testing passed. Expanded test from testing one channel to a test of all channels. Five channels were tested at a time, 1-5 and 6-10 using ice seed needles. This test was solely a judgement of ice ball size and if there was or was not variation in this size over time. Photos of the ice balls were taken at approximately 2-minute intervals. The first test of channels 1-5 appeared to have some variation in the size of the ice balls. The second test of channels 6-10 looked good. The test of channels 1-5 was repeated. Channels 1-5 then looked like channels 6-10. This change could be attributed to the first test cleaning out the needles (ten minutes of full gas flow) and improving needle performance in the subsequent tests. Testing did not confirm the reported complaint of needles thawing during the freezing process.

Event description:
It was reported that insufficient ice occurred. A visual-ice cryoablation system was selected for a cryoablation procedure. During the freezing phase, however, several needles thawed, and the thermosensors detected a rise in temperature despite having sufficient argon. The case was able to be completed, though it is believed that the iceball was affected. Transrectal ultrasound was used to check it visually, but when a needle was active, the ice could not be seen. There were no patient complications as a result of this event.

Event description:
It was reported that insufficient ice occurred. A visual-ice cryoablation system was selected for a cryoablation procedure. During the freezing phase, however, several needles thawed, and the thermosensors detected a rise in temperature despite having sufficient argon. The case was able to be completed, though it is believed that the iceball was affected. Transrectal ultrasound was used to check it visually, but when a needle was active, the ice could not be seen. There were no patient complications as a result of this event.